Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood sugars [blood glucose increased]. Case description: this spontaneous case from the united states was reported by consumer as "high blood sugars" and concerns a 51-year old female pt treated with levemir flexpen (insulin detemir), novolog flexpen (rapid-acting insulin aspart), and novofine 30 (needle) for "diabetes mellitus". Pt's height: not provided. Medical history was not provided. A woman reported that she was feeling tired and weak in 2009. She checked her blood sugar levels and it was greater than 500 mg/dl. She went to the emergency room (ER) and her blood sugar level was greater than 400 mg/dl. Her hemoglobin a1c was at 10.7%. She was admitted to the hospital and was treated with novolin (unspecified). Her blood sugars stabilized and she was discharged the next day. At approx 9 days later, the pt's physician increased her levemir dose from 32 units once a day to 35 units once a day. In the next day, the woman reported high blood sugars (379 mg/dl) but was not hospitalized. She stated that her physician switched her from novofine 31 g pen needles to the novofine 30 g pen needles right before she was hospitalized in 2009. The overall outcome for the event high blood sugars as at then was reported as "recovered". The overall outcome for the event high blood sugars was reported as "not recovered."